Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the electrode belt failed incoming functional testing. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the belt failed the pulse lad hi-pot test. Investigation revealed component u713 (a mixed signal microcontroller) was internally shorted on the belt's distribution node (dn) pca board. The cause for the test failure was the shorted component. The cause for the shorted component was unable to be positively determined. No adverse event resulted from the defective belt. The last patient to use this electrode belt did not report any deficiencies.